Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As per consumer email, "several weeks ago I was using your products for a total hip replacement at the (B)(6). A stem inserter/impactor was used to place the implant and when I removed the inserter, it sliced my thumb. The inserter was found to have a sharp and quite large piece of metal along the shaft which cut me."